Manufacturer narrative:
The sterile lot number for the device is unknown, therefore, a device history report review could not be conducted. Stent migration is a known potential adverse event associated with implanting stents. The palmaz stent was placed inside of a covered endoprostheses, which may have prevented the stent from achieving the necessary wall apposition to hold it in place. The palmaz stent is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant tumors in the biliary tree. Based on the information received, there are procedural factors that may have contributed to the reported vent.

Event description:
Information was received indicating that during an attempt to treat a ruptured aneurysm by implanting a gore tag endoprosthesis, the previously implanted palmaz stent was pushed forward. The patient was initially treated for a thoracic aortic aneurysm, a reintervention was done using a palmaz stent. A second reintervention was performed due to an endoleak from a lower intercostal artery. The physician performed a debranching of the arch in order to proximally extend a gore tag thoracic endoprosthesis. A gore tag thoracic endoprosthesis was tracked into the proximal aorta. When this device was tracked into place, it dislodged and pushed a previously implanted palmaz stent proximally to the level of the debranching. The proximal end of the tag device ended up inside the palmaz stent. The tag device was deployed, but did not get a good seal. A second gore tag thoracic endoprosthesis was placed distal to the first tag device and was deployed resulting in a good seal. This however, did not resolve the leak, and the physician placed umbilical tape around the aorta to obtain a seal. The physician stated that the leak could either be a type I or type ii endoleak.